Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: ((B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient's neurostimulator flipped and stopped providing stimulation. Imaging confirmed that the device had shifted. There was a concern that the pocket where the battery was placed had not properly healed, causing discomfort and pain when sitting due to its current position. The device functioned well for symptom relief, but the device is currently turned off. Further information reported that the patient had a revision surgery to replace both the lead and the implant. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, pain and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient's neurostimulator flipped and stopped providing stimulation. Imaging confirmed that the device had shifted. There was a concern that the pocket where the battery was placed had not properly healed, causing discomfort and pain when sitting due to its current position. The device functioned well for symptom relief, but the device is currently turned off. Further information reported that the patient had a revision surgery to replace both the lead and the implant. There were no additional patient complications.